Event description:
Boston scientific corporation became aware of the following event within the article "pd15-10: outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting" written by spencer bell, et al. According to the literature, it was reported that an investigation of the outcomes and complications associated with spaceoar placement in patients undergoing salvage radiation therapy (rtx) was performed. The database for patients undergoing salvage radiation therapy from (B)(6)2018 to (B)(6) 2022 was reviewed. The patients who had an attempted spaceoar placement and had a success rate as well as complications associated with the placement and subsequent rtx were assessed. All spaceoar placements were performed in the operating room. This report captures a patient who underwent a successful spaceoar placement in (B)(6) 2021. The patient experienced acute urinary retention post-procedure that was managed with a catheter for 12 days. Their radiation therapy, salvage hdr (high-dose rate) brachytherapy, was performed in (B)(6) 2021. The patient was also diagnosed with a high grade leiomyosarcoma of the lover extremity late in 2021. The patient developed a recto-urethral fistula early in 2022 and then underwent a diverting colostomy. It was reported the patient eventually died secondary to high grade leiomyosarcoma.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Block g2: bell, s. H., helstrom, e., horwitz, e. M., hallman, m. A., wong, j., uzzo, r., kutikov, a., chen, d., greenberg, r. E., smaldone, m. C., viterbo, r., uzzo, n., & correa, a. F. (2023). Pd15-10 outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting. Journal of urology, 209 (supplement 4). Https://doi.org/10.1097/ju.0000000000003262.10 block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2314 captures the reportable event of fistula.